Event description:
Per the clinic, the patient experienced pain and non-auditory stimulation. It was also reported that the tip of the electrode array was found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction: the patient was reimplanted with another cochlear device on (B)(6) 2023; not during the explant surgery on (B)(6) 2022, as previously reported. Device analysis report attached.